Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) via the manufacturers representative (rep) reported that the patient developed pain at the pocket site. A doctor followed up with the patient and she wanted the device explanted. The doctor planned on removing it sometime in (B)(6) 2016. It was planned but had not been scheduled. It was unknown what diagnostics/ troubleshooting was performed or what actions/ interventions were taken. The issue was not resolved at the time of this report. No further information was provided about this event. Follow up was conducted to obtain information about when the patient started experiencing the pain and the cause of the pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the manufacturer's representative reported that the patient had her implant (both leads and batter) removed on (B)(6) 2016. The leads were located 5cm away from the pylorus (or closer) when they were removed.